Event description:
It was reported that during a open gastric bypass with roux-en-y, the device fired malformed staples. There was no adverse consequence to the patient. The procedure was completed with a like device.

Manufacturer narrative:
Information anticipated, but unavailable at this time.